Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Review of the downloaded data does not indicate any device malfunction contributing to the event. There are no alleged deficiencies. Based on the available information, there is information to suggest that the lifevest caused or contributed to the patient's death. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was at an assisted living facility and subsequently passed away. The lifevest delivered a treatment on (B)(6) 2016 at 21:45:49, the rhythm prior to the treatment was asystole with intermittent cardiac activity. Oversensing of a low-amplitude cardiac signal contributed to the false detection. The post shock rhythm was asystole. The electrode belt was disconnected from the monitor at 21:46:57. Asystole is considered a non-treatable rhythm. The patient was already in a non-life sustaining rhythm prior to the treatment.